Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised to a total hip on an unknown date due to inflammation, soft tissue mass, and low metal ion levels. A review of invoice history could not confirm the initial surgery date or provide details on when the revision surgery took place.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised to a total hip on an unknown date due to inflammation, soft tissue mass, and low metal ion levels. A review of invoice history could not confirm the initial surgery date or provide details on when the revision surgery took place. Additional information received revealed unexplained inflammation, soft tissue mass without wear, and metal ion levels low.

Manufacturer narrative:
This medwatch 1825034-2014-05966 associated with patient (B)(6) is a duplicate of medwatch 1825034-2013-06227 associated with patient (B)(6). This medwatch 1825034-2014-05966 is considered closed at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised to a total hip on an unknown date due to inflammation, soft tissue mass, and low metal ion levels. A review of invoice history could not confirm the initial surgery date or provide details on when the revision surgery took place.